Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported issue of the platform displaying user advisory 45 faults (not at home position after power-on/restart) was confirmed. The ua 45 fault was observed during power up of the platform. The archive also shows multiple ua 45 faults occurring with the platform, including an occurrence on the reported event date of (B)(6) 2013. The investigation results indicate that the driveshaft being out of position caused the fault.

Event description:
Complainant alleged that the autopulse resuscitation system was displaying a user advisory ua 45 (not at "home" position after power-on/restart) message. Complainant attempted to align the driveshaft, however the user advisory message was unable to be cleared. There was no report of any patient involvement. No additional information was provided.